Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ac power cord ground contact was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken. Prior to the testing, the device had been returned to the biomedical dept for a report of a broken door. No tracking info was provided; therefore, specific patient info, device programming or, event details were not available. There were no reports of any adverse patient events or delays in critical therapy while the pump was in clinical use. Though requested, no add'l info was provided.